Event description:
It was reported the rf (radio frequency) head would not recognize device when trying to interrogate pacemaker. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head would not recognize and interrogate devices; rf head cable found out of electrical specification. Analysis also found the rf head lens is cracked in upper case. (B)(4).